Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up and the bolus button was responding intermittently. The button cover was intact and removal of the cover found the bolus button mechanism misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, the audio bolus button was responding intermittently. Patient reported that there was no damage to the bolus button or moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.